Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
MDR- (B)(4) --gastrointestinal: other; esophageal stricture, relationship: device; related, procedure; not related, deficiency: no gastrointestinal esopagitis - treated endoscopically by esophageal dilation (mucosal tear (without perforation) when performing esophageal dilation. Endoscopically ) - caused / contributed by migration of the stent to the distal position status: resolved ( patient recovered / stabilized), treatment: endoscopic; esophageal dilation, death: no.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 28-nov-2023.

Manufacturer narrative:
Device evaluation: the 01x evo-fc-r-20-25-8-e device of lot number c1714641 involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to the pmcf study MDR-2054 to capture ¿off label use¿. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. Manufacturing records review: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records did not reveal any discrepancies that could have contributed to this complaint issue. Instructions for use and/label review: there is evidence to suggest that the customer did not follow the instructions for use/product label. Upon reviewing the complaint detail/events provided, it was noted that the device was used against the intended use outlined in the IFU. As per the IFU (ifu0067), the intended use is listed as ¿this device is used to maintain luminal patency of the esophagus in cases of: obstruction caused by intrinsic or extrinsic malignancies, refractory benign strictures, or to seal tracheoesophageal fistulas¿ while the complaint device was used for the treatment of mucosal tear (without perforation) due to endoscopic dilation, and is therefore deemed off-label use. Off label use complaints are considered to be unforeseen misuse. It is unknown how the device will function outside of its intended use. Trending will monitor if any future investigation is required. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was identified from the available information. As stated above, the device was used for the treatment of a mucosal tear due to endoscopic dilation which is a contradiction to the intended use of the device outlined in the instructions for use. ( as per the patient casebook, ae1 was reported as ¿esophagitis¿. As per the casebook and clinical input received, the esophagitis in ae1 is a pre-existing condition and not an adverse event associated with the cook device or procedure. Ae2 in the patient casebook was reported as ¿esophageal stricture¿ which the casebook attributed to migration of the stent to the distal position. As per clinical input, since the device was used off-label, the lack of a stricture would hold not the stent in place to prevent migration and therefore the migration can be attributed to the off label use of the device. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01x used device summary of investigation: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient was treated for the stricture with esophageal dilation. Complaints of this nature will continue to be monitored for potential emerging trends.